Event description:
It was reported that the patient received wound treatment in a hyperbaric chamber and someone ¿heard something pop¿. It was discussed that there may have been damage to the pump canister; however, this was not confirmed. No patient symptoms were reported. The drug used was not provided. It was later reported that every time the patient goes into the hyperbaric chamber the pump ¿pops real bad¿. The patient had been receiving hyperbaric treatment for approximately 15 days then was put on standby until the pump could be checked. The patient stated that they would take him down to ¿1.6 or 1.7 and when it gets up to about 1.1 it pops¿. The patient also stated ¿usually when it pops you can literally feel the unit move, like jump when it does it.¿ the patient was to have the healthcare provider (hcp) contact customer service for guidelines on how to handle the pump with hyperbaric treatment so the patient could continue treatment. Pump logs did not show anything abnormal. The device system delivered morphine and dilaudid. It was later reported that the patient¿s pump was refilled twice a year and was due to be refilled in 1-2 weeks. The patient started back on the hyperbaric treatment the day prior to the report and has the treatment every day. The reporter stated that the pump pops when the patient is being pressurized and then again when he is being depressurized. The reporter was to recommend an x-ray to the hcp to check for damage to the pump.

Manufacturer narrative:
Continuation: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008: product type catheter. (B)(4).